Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis and underwent sacral-iliac fusion at s2 and extending towards caudal side. Post-op, the set screw of s2ai screw backed out. Pain occurred due to the loosening of s1 screw. A revision surgery was performed on (B)(6) 2018 to replace the screw.

Manufacturer narrative:
Product analysis: visual inspection did not reveal any non-conformance that could contribute to the screw backing out. Functional test with sample break off screw confirmed the screw would thread into the head of the bone screw. Optical examination confirmed witness marks on the head of the screw that indicates the rod came in contact with the saddle and damage to the crown of the screw. Microscopic examination of the wire hole confirmed part of the wire was still embedded. The end of the wire appeared to be damaged and broken. Dimensional inspection confirmed conformance to print specification. Root cause of the screw backing out is undetermined. If information is provided in the future, a supplemental report will be issued.